Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patients were not populating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients did not populate on one station. A technical support specialist received an alarm and deployed a database (db) shrink package. The tss shrank the db via command line, ran a command to alter and re-index the script, but the db remained bloated at 8 gigabytes (gb). The tss dialed into the station, attempted to shrink the db, but the db did not reduce below a threshold. The tss referred a knowledge article, ¿controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time¿, attempted to rebuild the bloated indexes but an error occurred. The tss ran the reindex query, but the issue persisted. The tss then checked the maintenance service log and found an error. The tss backed up, dropped the db, and performed a full synchronization on the station. The tss ran the dbcc to shrink the db, and the current station db decreased to 6gb. The system functioned as intended after the technical support specialist troubleshot the device.